Event description:
Customer reported via phone call that they experienced high blood glucose. Blood glucose reading at the time of incident was 500 mg/dl. Customers blood glucose reading at the time of call was 352 mg/dl. Battery cap metal was detached. Customer stated that their maybe be indicative possible onset of diabetic ketoacidosis. Customer was not using auto mode.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.